Event description:
A discordant, falsely low sodium result was obtained for one patient sample on a dimension exl/rms instrument. The discordant result was not reported to the physician(s). The sample was then rerun on the same instrument and each time resulted higher than the initial result. One rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not discover an instrument malfunction. Quality controls were run and were within range. During troubleshooting the fse discovered that the customer is using a stat spin centrifuge instead of a swinging bucket centrifuge and is spinning for only five minutes instead of fifteen minutes. The cause of the discordant, falsely low sodium result is unknown. The type of centrifuge being used and the spinning of the plasma tubes against tube vendor specifications is failure to follow instructions. This instrument is performing according to specifications. No further evaluation of this device is required.